Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient did not receive end of life alerts. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.